Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: the doctor was using the stapler and it did not feel right when he fired it. There was not a complete seal and as a result a colostomy was done. There was no explanation. The surgeon used another one. Operating room time was not extended more than 30 minutes. The plan is to go back in later and perform a reanastomosis.